Event description:
Per medwatch mw5107847: inbound. Patient reported cadd legacy pump alarming no disposable after cassette had been infusing for 8 hours, switched to new cassette and alarm resolved, no lot number available. No further details provided. Cadd cassette 100ml with flow stop.